Event description:
It was reported that during a supply change the user observed leaking around the pump cartridge and was uncertain whether the source was the cartridge or infusion set; the user had been attaching the connector outside the pump and then inserting the cartridge and connector into the pump, and customer care provided guidance to complete the supply change, consistent with a use-of-device problem involving the infusion set and cartridge. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with the event associated to user handling. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.